Event description:
The ecovue ultrasound gel was used while looking for a vein that an IV could be inserted into. I suddenly felt itchy while it was being applied and a rash appeared when I scratched. No other allergic reactions occurred. There is no ingredient list on the bottle or online and claims to be made from 99% naturally fermented ingredients. One of those unlisted naturally fermented ingredients could be a common allergen.